Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster58f; cat # 702-04-58f; lot # 80066801a, modular dual mobility insert; cat # 626-00-46f; lot # 86242803, delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 85650904, size 7 accolade ii 132 deg; cat # 6720-0737; lot # 85111401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent primary right tha on (B)(6), 2021. Patient presented with pain and signs of pji. Was revised on (B)(6), 2022. All mdm & head components exchanged.